Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead remained implanted. The patient was seeking a second opinion.

Event description:
New information notes that the lead was explanted and replaced. The patients condition was good.